Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On 21th august 2025, during the production, the operator of packaging detected one opened blister when he charged the blisters in the production line. An integrity check was carried out on the packaging of the portion of the batch already placed in shipper boxes (i.e., 1,800 cases/blisters). No needles with damaged seals affecting integrity were found. A check was conducted on the container holding the remaining needles to be processed (2,677 needles inspected): two additional needles with damaged seals compromising integrity were found. In total: 3 needles with sealing defects were found. The customer informed us that the needles have not been used. The issue was detected during the packaging step of the production process.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number (B)(4) and lot number 230707. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample and two (2) physical samples were received for evaluation by our quality team. Through examination of the picture sample, a needle was observed with an open blister package. Through examination of the physical samples, both needles presented open blister packages, confirming the reported defect. Ad additional twenty (20) retained samples from lot number 230707 were obtained from the manufacturing facility for review. Burst tests were performed on the retained samples to confirm compliance with the sealing specifications. All of the retained samples were found to be within specification. In addition, both the packaging and the sealed area of each unit were inspected and found to be in correct conditions. During the in-process inspections, many tests are performed to prevent any potential defects, including routine visual inspections and sealing and integrity testing. Based on the investigation results, including the production history results and the retained sample results, it seems at some point, the affected needles suffered some stress causing the hub to push out of the protector and causing the blister to open. However, we do not have evidence that this event resulted during the manufacturing process. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. This is the first report received for this type of defect in the past five years of data review. Considering the above conclusions, a manufacturing related cause could not be determined for this incident. However, considering that this is an issue of open blister, further evaluation has been initiated to determine if additional actions should be taken at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.